Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot va08xpt, implanted: (B)(6) 2013-, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that leading up to a routine battery replacement, the patient had indicated in the last few months they had been experiencing a little discomfort at the lead site that would come and go. There were no environmental/external/patient factors that were reported. The rep noted the plan was to re-tunnel the lead when replacing the battery to a greater depth however the x-ray was taken of the lead and it was ¿felt¿ they could get improved lead placement/it was discovered the lead was not in the usual spot on the x-ray. The rep noted the only complaint from the patient was that lead was a little uncomfortable at the insertion site. The rep noted they were not sure if the patient had lost weight but that the patient described it as popping out (while under the skin) at times. The lead was thus replaced along with the battery and the issue was resolved at the time of the report.

Manufacturer narrative:
Product ID 3889-28, lot# va08xpt, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care physician (hcp) via a manufacturer representative (rep). In response to the inquiry of the cause of the lead not being in the usual spot on the x-ray/need for better placement, the rep replied that no cause was determined. The rep reported that it was believed that it was the way the lead was originally placed. The patient complaint was about the lead popping out where it was tunneled. However since patient was getting a new battery it was decided to provide improved lead placement at that time. It was confirmed the provided information had been confirmed with the physician/account. There were no further complications reported/anticipated.